Event description:
A file separated in the canal during a procedure. The pt was referred to a specialist for further treatment after inital retrieval attempts were unsuccessful. Outcome of the event is not known as of this report.